Event description:
It was reported that the target lesion was in the right coronary artery which was mildy tortuous, concentric, de novo and 90% stenosed. The lesion length was 15 mm and the diameter was 3.5 mm for the acute myocardial infarction patient. During pre-dilatation the voyager nc balloon ruptured during the first inflation at 10 atmospheres. The voyager nc was replaced with a non-abbott dilatation catheter. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: hiryu 3.5 x 10 mm. Guide wire: runthrough ns. Guide cath: heartrail. Stent: vision 3.5 x 15 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In conclusion, based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.